Event description:
Pt underwent right knee arthroplasty in 1/93 at another facility. Pt stated she had not been fully comfortable with the right knee since that surgery. Pt complained of aching in the knee, more to the medial side with weight bearing and extreme tenderness in the surgical scar at approx the junction of the upper 2/3 and the lower 1/3 of the incision. On 6/19/97, the pt underwent a right knee arthrotomy, removal of patellar component with damaged polyethylene, removal of tibial polyehtylene and loose tibial base plate, and recutting of tibia, and insertion of new tibial base plate and polyethylene; synovectomy and lateral retinacular release.